Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was not able to be interrogated. There were no reported adverse patient effects.